Event description:
2026-jun-24, rtg1072837 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had a lead replacement and mentioned being told about present programs. The patient stated the old lead was kinked and that the replacement was performed yesterday. The patient mentioned they had fallen about three weeks ago and had an x-ray. The patient stated they were told they were fine after the x-ray; however, they later learned that they were not fine and had not been able to use the ins since then because it was not working. The agent reviewed general programming guidance and educated the patient on the general use of external devices. The patient confirmed they felt the stimulation in the bicycle seat area and that it was comfortable. The patient was advised to monitor their symptoms and to contact their managing healthcare provider if symptoms persist.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: (B)(6) serial#, implanted: on (B)(6) 2023, explanted: on (B)(6) 2026, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 29-nov-2024, UDI#: (B)(4), b3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.